Event description:
The hospital biomedical engineer from (B)(6) hospital in (B)(6), reported the following information to physio-control: the hospital staff attempted to use the defibrillator to administer shocks to a pt diagnosed in cardiac arrest. Several times the defibrillator would charge but reportedly failed to deliver the shocks to the pt. One shock was successfully delivered to the pt. The pt was not resuscitated. Physio-control examined the device and determined that the device has been re-manufactured and has been altered from its original configuration at the time of manufacture. The hospital reported that they purchased the device from (B)(4), a re-seller of refurbished medical devices. (B)(4) have reported that they purchased the device in (B)(6) 2007, from (B)(4). The re-manufacturer of the device has not been determined.